Manufacturer narrative:
(B)(4). The heater line disconnected from the bag because it was not connected tightly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line and the heater bag. This occurred during fill one of peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient did not tighten the line connection enough and it came apart during the therapy. The patient did not see any issues with the line. The technical service representative assisted the patient with ending the therapy. The patient was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.